Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On april 21, 2007, the pt's father contacted lifescan, on behalf of the lay user/pt, alleging that the pt's one touch ultra meter was reading inaccurately low. The pt's father did not have any of the testing supplies with him so he suggested the customer care advocate (cca) to call his wife to obtain more info regarding their concern with the meter's accuracy. The cca called the pt's mother and obtained add'l info. The medical affairs specialist (mas) spoke with the pt's mother on april 24, 2007 and obtained/verified the following info: in 2007, around 9pm, the pt got a "127 mg/dl" on her meter with no symptoms. She ate her usual bedtime snack and took her usual lantus and humalog dosages. About an hour later (around 10pm), the pt started to feel "low" with symptoms of feeling "out of the body", which is typically a warning sign of low blood glucose for the pt; the pt would typically develop shakiness and slurred speech if her blood glucose levels continue to go down. The pt tested on her meter and got a meter reading in the "low 50's mg/dl" and drank 27 grams of juice. About 40 mins later, the pt still felt the same and got a meter reading in the "40's mg/dl" so she drank some more juice and had half a banana. Around 12am, the pt's symptoms did not improve and got "55 mg/dl" on her meter and a "120 mg/dl" on an "accuchek" meter, performed within 2 minutes of each other. The pt's mother was really concerned that the pt's blood glucose was not going up after having all the carbohydrates. Based on the "120 mg/dl", the pt's parents decided to have the pt go to sleep but monitor her every hour to see if she goes "low". The next morning, the pt woke up with a blood glucose result of "400's mg/dl" on the "accuchek" meter with symptoms of headaches, nausea, and lethargy. The pt took some insulin and felt better afterwards. The customer care advocate (cca) verified that approved samples were used and the correct testing/cleaning techniques were used. The pt's mother also indicated that the meter was correctly set to "mg/dl". This complaint is being reported due to the following conclusion: the reporter alleges the pt was eating and drinking based on the reported "low" meter results and eventually developed symptoms suggestive of high blood glucose levels. In addition, based on statistical methodology, the calculated difference of the "55 and 120 mg/dl" results exceeded the expected value of <= 30% and/or <= 30 mg/dl. The meter, test strips, and control solution were replaced.